Event description:
During a follow-up, there was a decrease in the battery longevity and premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Eri was triggered in (B)(6) 2016 most likely due to auto capture being enabled and operated in high output mode. Analysis performed did not reveal any anomaly other than voltage being in eri. The implant duration was 10.27 years, which exceeded the device¿s 9.26 year projected longevity, and is considered normal battery depletion.